Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operator's manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.

Event description:
A clinician reported that during a secondary infusion, 0.5 inches of adriamycin was seen in the tubing at the y-site of the primary flush line. The clinician flushed the line with primary flush bag fluids to deliver the remaining medication to the pt. It was also reported that there was no pt injury.